Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform any test due to blank display. Pump received with stripped battery cap coin slot(p). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that place where she threaded the battery cap is with the melted plastic. The customer¿s blood glucose was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis.